Event description:
It was reported that during a stenting treatment procedure removal difficulty and stent dislodgment occurred. Access was obtained via the right femoral artery. The 58mm in length, 2.5-2.75mm in diameter, concentric, de novo and 100% stenosed target lesion being treated was located in the right coronary artery (rca). A non-bsc guide catheter was advanced to the rca, and then a non-bsc guide wire successfully crossed the lesion. This guide wire was removed and exchanged for a different non-bsc guide wire. The lesion was then predilated with 1.50x15mm , 2.00x20mm and 2.50x20mm non-bsc balloon catheters resulting in 80% residual stenosis. A 2.50x32mm taxus liberte stent delivery system (sds) was then advanced, however, resistance was encountered and it was decided to withdraw the sds. Upon attempting to remove the sds became caught on the distal edge of the guide catheter and could not be advanced or withdrawn. It was then decided to remove the sds along with the guide catheter. Upon reaching the introducer sheath, the devices could not be withdrawn and it was decided to withdraw the sheath along with the sds and guide catheter. The devices were successfully removed, however, it was noted that the taxus liberte stent was no longer on the sds. Fluoroscopy was performed and the undeployed stent was located in the distal right femoral artery. The stent was well positioned and well apposed and the distal dorsal pulses were satisfactory so it was decided to leave the stent in place. The left femoral artery was then opened for arterial access. The same non-bsc guide catheter and guide wire were advanced to the rca. A 2.50x32mm non-bsc stent was then advanced and deployed in the distal rca. A 2.75x30mm taxus liberte was then advanced and deployed at 12 bar in the proximal rca overlapping 2-3mm of the non-bsc stent in the distal rca. There was 0% residual stenosis and the procedure was considered completed at this point. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site without the stent. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The core wire and inner and outer lumens were kinked approximately 32mm distal from the port. The midshaft was kinked approximately 100mm proximal to the port. Severe kinks were present throughout the entire length of the hypotube. The hypotube was broken approximately 45 cm distal from the catheter's strain relief. The most probable root cause is related to user/use error. The dfu states that an unexpanded stent should not be subsequently moved in and out through the distal end of the guide catheter as stent or coating damage or stent dislodgment from the balloon may occur. (B)(4).